Event description:
The complainant is an md for a urological group. He wants to notify the FDA for appropriate evaluation and investigation of a defective inflatable penile prosthesis. He states that he's been removing defective penile prostheses with typical tears in the tubing adjacent to a connector. He also states that he'll be returning the defective device to the firm.